Event description:
On dec 21, 2007 gore was made aware of a pt that was implanted with four gore tag thoracic endoprostheses and a gore excluder aaa endoprosthesis in 2007 to treat a type iii thoraco-abdominal aneurysm. At approximately two weeks post-op, the pt underwent a reintervention to treat a proximal type I endoleak using a gore tag thoracic endoprosthesis. A small type ii endoleak was identified on CT scans during a follow-up in 2008, but the physician does not plan on treating the pt. The pt tolerated the procedures, and is doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork for the device verified that this lot met all pre-release specifications. It is unk which device caused the type I endoleak, therefore, the gore excluder aaa endoprosthesis will be investigated in addition to all four gore tag thoracic endoprostheses. Additional device implanted is pxc141400/05109420.